Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the surgeon yanked on the motor drive unit, causing it to fall. This resulted in a broken pneumatic switch. The procedure was successfully completed using a second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Broken pneumatic switch. User handling caused the event. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.